Event description:
It was reported that a user attempted to apply a freestyle libre 3+ sensor for use with the ilet bionic pancreas but had already started the sensor in the abbott app, which prevented connection to the ilet because a libre sensor can connect to only one device at a time. No clinical signs, symptoms, or conditions were reported. Outcomes included user education and troubleshooting completed with the plan to replace the sensor and start it on the ilet app. User support included technical review and user guidance on proper setup and device compatibility. Investigation of this case revealed that the sensor was in use by another device, consistent with expected device behavior and no device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.